Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced ongoing "high" blood glucose (bg) levels (specific bg value was not provided). Customer delivered a bolus via the pump to address the elevated bg. A supply change was performed to resolve the occlusion.